Event description:
A via low volume mode monitor designed to provide bedside monitoring of blood gases, electrolytes and hematocrit automatically, was used on a patient. After running several via gasses the nurse noticed the potassium values dropping. The staff immediately ran a rt, respiratory therapy, blood gas to make sure the via was correct. The via co2 was 11 lower than the rt co2. The monitor never indicated that anything was wrong. Based on those inaccurate readings the dr. Had ordered 2 doses of sodium bicarbonate and made changes to the ventilator. The sensor was suspected to be faulty. All remaining sensors from this lot were returned to the manufacturer.